Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: runthrough, viper wire, guide catheter: diagnostic jacky, jr 4, microcatheter: finecross . The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat the right coronary artery (rca). During the procedure, a perforation occurred which was caused by another device during orbital atherectomy. A 3.5 x 30 mm non-abbott balloon was used to occlude the rca proximal to the perforation. Then, a graftmaster 2.8 x 16 mm covered stent system was advanced but failed to cross due to the patient anatomy and was removed. The 3.5 x 30 mm non-abbott balloon was then again advanced into the ostium of the rca and inflated to 16 atmospheres to occlude the rca proximal to the perforation. Emergent echocardiogram demonstrated pericardial effusion. Patient was transferred to the operating room for emergent repair of the rca and coronary bypass surgery; coronary artery bypass grafting x 3 with saphenous vein graft to the first diagonal branch of the lad, saphenous vein graft to the first posterolateral branch, saphenous vein graft to the second posterolateral branch on 9/6/18. Patient discharged to home on (B)(6) 2018. No additional information was provided.